Manufacturer narrative:
UDI is not available as product information was not provided.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited, oversensing that suspected to be either far r wave oversensing or unspecified t- wave oversensing. No intervention was performed. Additional information was not available. The patient's condition was unknown.